Event description:
Result of lasik procedure: left eye now has blurry vision, double vision, halos, starbursts, epithelial ingrowth, floaters, dry eye. Vision both near and far uncorrectable with glasses. Right eye: double vision, halos, starbursts, floaters, dry eye. Distance vision correctable with glasses.